Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the flex deflectable videoscope had an issue where the image does not appear (no image-unrestorable-error code noted). The issue was found during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) months since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, no image showed up, could not be identified. Based on the below investigation result, the image sensor unit may have broken, leading to the subject event. Since scratches and glue chipping on a-rubber of the insertion section and deformation of the bending tube were observed, the probable cause of breakage is irregular cause to the bending section, leading to the event. However, the cause of it was unable to be specified. The root cause of the subject event was unable to be specified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system.¿ olympus will continue to monitor the field performance for this device.